Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information.

Event description:
Related manufacturer reference number: 3006705815-2024-00077. It was reported that the patient's leads had high impedances. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein both leads were explanted and replaced with a penta lead. Therapy was restored post procedure.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.